Event description:
The complainant reports an over delivery and flush cycle malfunction. The pump rate was set at 50 ml/hr with an actual delivery of 150 ml over a period of 2 hours. The pump flushed 25 ml per hour for a total of an add'l 50 mo of product.

Manufacturer narrative:
Prime cycle malfunction.